Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump error 130. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump received with critical pump error and broken force sensor alarm was present in the format history file due to severe corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unable to verify motor movement error alarm due to critical open book. Device received with white spot on top corner of lcd display due to severe corrosion on all electronic assemblies. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture, dents on display window cover, cracked case on battery tube area, cracked battery tube threads, peeling end cap address label and moisture damage on motor home switch.